Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that when the patient tried to input the blood glucose cal in the cgm, it doesn't always go back to the default state. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/16/2017 with the following findings: a review of the black box showed the last blood glucose calibration of 126mg/dl on (B)(6) 2017 at 5:04pm. No activity outside of normal use was found. Unrelated to the original complaint, the battery compartment was cracked below the grip pad, and the returned battery cap was undamaged and able to fit securely. A test transmitter was paired with the pump correctly. The blood glucose calibration of 120mg/dl was accepted on both attempts within two hours. The pump and transmitter ran overnight with a steady reading of 115mg/dl within 20%. The radio frequency test failed due to an "unlock rfkey" error. No alarms occurred during investigation. The next calibration was requested after 12 hours within specifications. The pump correctly accepted and recorded the calibration. The product performed within specifications. The dexcom 013 complaint was unable to be duplicated.